Event description:
It was reported that ipg was end of life and stimulation was lost. Due to loss of therapy tremors returned. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored and tremors resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was not provided as it was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.